Event description:
It was reported that during the surgery the universal modular electric/battery double trigger handpiece stopped itself and would not start again even when using the power supply. The nurse stated that the handpiece was previously used the day before during surgery and the handpiece functioned normally. There was no report of pt injury or surgical delay associated with the event. No additional clinical info was received prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.